Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist attempted to dial into the app server, carefusion coordination engine (cce) server, and the station, but all attempts timed out. The issue was related to the hospital network, and the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server all orders were not crossing to pyxis, and the customer manually added orders for the patients. The customer had rebooted the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.